Event description:
Customer called to say that readings are higher than normal. Troubleshooting by phone revealed that the calibration standard strip was out of range, readings 116 with a range of 79-105. The product (device) was replaced and the defective device was returned for evaluation.